Event description:
A malfunction occurred on the pump, reported by the caller, with no notable events preceding the issue. The malfunction caused the customer's blood glucose level to reach 209 mg/dl. The customer managed the high glucose level with a corrective injection via mdi without third-party assistance. Tandem technical support confirmed the customer's shipping address and advised on storage mode instructions, then arranged to send a replacement pump while instructing the customer to return the original pump using a pre-paid shipping label.